Event description:
It was reported that there was a blood backflow and the balloon burst. As a result, a non-teleflex catheter was used. The patient current condition was marked as death but there was no allegation of contribution.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. During the investigation of the returned device, blood was confirmed within the helium pathway. The iabc was confirmed with multiple leaks from the bladder membrane. Two leak sites were noted consistent with contact from a sharp object and two were noted consistent with contact from the broken fiber near the distal tip of the catheter. The leaks could result in blood entering the helium pathway; however, it cannot be determined which leak occurred first. The sheath was noted to be on the iabc bladder membrane, which indicates the iabc was not removed correctly per the instructions for use (IFU). The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." An in-service has been requested to review the instructions for use (IFU) with the customer. The root cause of how the blood entered the helium pathway is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that there was a blood backflow and the balloon burst. As a result, a non-teleflex catheter was used. The patient current condition was marked as death but there was no allegation of contribution.

Manufacturer narrative:
(B)(4).